Event description:
It was reported that the csoft6 spring clip sprung apart during use on a coronary vessel causing minimal bleeding. The bleeding was quickly controlled while searching for the broken pieces. With no pt injury reported.